Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to inappropriate shocks. Upon review of the egm, noise episodes were identified, leading to inappropriate shocks. Interrogation in the emergency room indicated noise being present with the patient lying down. High voltage therapy was disabled for the patient, and further discussions will be had for possible interventions. The patient was stable.